Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician replaced the worn hi/low drive brake washer and cleaned/degreased the hi/low drive assembly to repair the bed.